Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that, the cath lab received a patient from the emergency department in emergent cardiac distress with a diagnosed st elevated myocardial infarction = heart attack in process. According to the customer, at the very beginning of the procedure, the clinical team was not able to zero the invasive pressure channels p1 or p2 that receive the patient's invasive pressure that is presented by the back-plate and pressure capsules of the bracco acist cvi power injections system. There was no reported patient impact / injury.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.